Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It was discovered that an inspira textured silicone gel filled breast implant had been implanted outside of expiry.

Event description:
Healthcare professional, later confirmed, left side baker grade iii. And confirmed, device was implanted, prior to expiration date.

Event description:
Patient reported unknown side capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.